Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range right ventricular lead shock impedance measurement. Technical services (ts) was consulted and recommended adjusting settings and further testing options. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received and commanded shocks had been delivered in the past, with no alerts reported. Technical services (ts) recommended a higher voltage commanded shock to confirm device operation. This crt-d system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range right ventricular lead shock impedance measurement. Technical services (ts) was consulted and recommended adjusting settings and further testing options. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received and commanded shocks had been delivered in the past, with no alerts reported. Technical services (ts) recommended a higher voltage commanded shock to confirm device operation. This crt-d system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected common device name.

Manufacturer narrative:
Corrected common device name.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range right ventricular lead shock impedance measurement. Technical services (ts) was consulted and recommended adjusting settings and further testing options. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received and commanded shocks had been delivered in the past, with no alerts reported. Technical services (ts) recommended a higher voltage commanded shock to confirm device operation. This crt-d system remains in service. No additional adverse patient effects were reported. Additional information was received, and this crt-d and rv lead have been explanted and replaced. No additional adverse patient effects were reported. This product has not returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range right ventricular lead shock impedance measurement. Technical services (ts) was consulted and recommended adjusting settings and further testing options. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected common device name.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range right ventricular lead shock impedance measurement. Technical services (ts) was consulted and recommended adjusting settings and further testing options. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received and commanded shocks had been delivered in the past, with no alerts reported. Technical services (ts) recommended a higher voltage commanded shock to confirm device operation. This crt-d system remains in service. No additional adverse patient effects were reported. Additional information was received, and this crt-d and rv lead have been explanted and replaced. No additional adverse patient effects were reported. This product has not returned for analysis.